Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Device issue: difficult release of prosthesis; relationship: device: possible, difficulty to release the prosthesis (no more information); pre-existing: no; deficiency: no. Patient had recurrent biliary obstruction 96 days post procedure: device issue (biliary stent): difficult release of prothesis: no treatment: upper pole of the prosthesis is twisted, leading to difficulties to release the new study stent. Patient outcome : status: resolved; treatment: no treatment; death: no.

Manufacturer narrative:
Device evaluation. The device evaluation for the evo-10-11-6-b device of lot c1237497 could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to a pmcf study ¿mdr2054¿ to capture ¿difficult release of prosthesis.¿ this file is related to pr (B)(4) which captures the twisted stent reported. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1237497 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1237497 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The instructions for use, which accompanies this device, states ¿additional complications that can occur in conjunction with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum; perforation; obstruction of the pancreatic duct; stent migration; stent occlusion; ingrowth due to tumour or excessive hyperplastic tissue; tumour overgrowth; stent misplacement, pain, fever, nausea ,vomiting, inflammation, recurrent obstructive jaundice, bile duct laceration, detach( other than due to normal disease progression. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. A definitive root cause could not be established. A possible root cause could be attributed to the presence of the twisted stent( captured in (B)(4). It is possible the study stent being placed got caught in the twisted stent leading to difficulty with its release. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation. According to the pmcf study it was difficult to release the new study stent. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the presence of the twisted stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-apr-2024.